Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited low pacing impedance. It was also noted that the ra led exhibited failure to capture. The rv lead and ra lead was capped and replaced with leadless pacemaker on (B)(6) 2026. The patient was in stable condition.